Manufacturer narrative:
A dirty reagent carousel may have resulted in the improper functioning of the carousel. The customer removed and cleaned the reagent carousel to return the instrument to expected operation. No repairs were required. This customer has not logged any complaint against this analyzer since the incident. Incident is isolated. (B) (4).

Event description:
Customer reported that the reagent carousel is not spinning the red cell reagents. Incorrect results, incorrect volumes or incorrect probe dispensing was not reported. Variations in red blood cell concentrations may affect the sensitivity of the test.